Event description:
On 3/25/97, the physician contacted a MFR nurse and reported that pt has a history of dvt, pulmonary embolism and asthma. In june, 1995, physician had a filter implanted in the inferior vena cava. On 8/14/96, physician implanted the device for long term heparin therapy. Upon initial post-operative chest x-ray, physician did not see any "filaments"; however, on recent re-exam, he saw filaments in the chest x-ray. Add'l x-rays taken on 8/24/96, 9/25/96 & 3/11/97 show filaments. The pt is asymptomatic. The MFR nurse inquired if the filaments appeared on x-ray before the device was implanted and the physician stated that they did not. The right lower lung shows a 0.5-1cm filament; the left lower lung shows a 5-6cm filament. On x-ray, the material has a "similar density to plastic". On cat scan, the fibers appear to be more metallic". A recent vq scan shows a mismatching in the right lower lobe and no mismatching on the left lung field. The MFR nurse inquired if there was the possibility that the device catheter had sheared and the physician responded that he did not think that was possible. The last chest x-ray of 3/11/97 shows that the device catheter had spontaneously migrated out of the subclavian vein to the right internal jugular vein; however, it looks intact on x-ray. The physician stated that he has no future plans of manipulating the device catheter back into position, as it is functioning without problems. He also confirmed that there were no intraoperative problems. The device guidewire, needle, introducer and peel away sheath were all intact upon withdrawal from the pt. The MFR nurse inquired if the physician thought something could have been injected through the device and the physician stated that was possible.